Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned for evaluation. Further, device specific info was not provided, precluding a device history record search.

Event description:
Revision of equinoxe humeral head due to pt reportedly having subluxations during physical therapy. This event report was received through clinical data collection activities.